Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event. The sensor was inserted on (B)(6) 2024, but started experiencing pain sometime in june. On (B)(6) 2024, the skin got hard and on (B)(6) 2024, there was an abscess. (B)(6) 2024, the patient experienced pain, redness, swelling and pus formation at the insertion site and went to emergency room where the sensor was removed. The patient was treated with antibiotics (amoxiclav) and medication at the hospital. The patient felt fine after that. The patient was advised to contact their hcp for any further medical guidance. This incident does not require any further investigation.

Event description:
On july 8, 2024, senseonics was made aware of an incident where the patient went to emergency room because of infection at insertion site. The patient began experiencing light pain. By (B)(6) 2024, the skin was hard to touch and by (B)(6) 2024, there was an abscess on the site. On (B)(6) 2024, the patient experienced symptoms such as pain, redness, swelling and pus formation, which is why she went to ER, where the sensor was removed. The patient was prescribed with antibiotics.